Manufacturer narrative:
Lot number was not provided. "Mfg date" and "approx age of device" is unk, as the lot number was not provided and the power module pt cable has not been returned. The MFR is attempting to acquire the power module pt cable for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information - the power module patient cable was not returned. The specific cause for reported issue of low speed was not able to be determined. The account did not report the lot number of the patient cable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that it was noted that the pt's pump speed dropped below the low speed limit twice, one right after the other, with the second speed drop being lower than first (first 8400 rpm, second 7600 rpm). The low speed event appeared to be due to low voltage. The pt cable was exchanged.